Event description:
A high glucose readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer received unspecified scan results on the ADC device in comparison to unspecified readings on a Competitor Brand Meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dL per minute). The customer did not experience any symptoms but was unable to self-treat. Subsequently, a non-healthcare professional administered them 10 IU of rapid insulin as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.